Manufacturer narrative:
Additional information was received: intervention was completed where a enew2828c80ee to seal the endoleak at the detachment of the metal support ring of the original stent was performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was likely confirmed on the films provided; however, the cause of the event could not be fully determined. Procedural angiogram videos showing the deployment of the stent graft was not available for review. Post-implant CT¿s which could allow for a more thorough evaluation of the stent graft in vivo configuration were not available. Still angiogram were provided but only one viewpoint (left lateral) was seen. While a suture break leading to a type iiib fabric endoleak cannot be ruled out, this type of endoleak is unlikely to occur at index. Lack of pre-implant CT's did not allow for assessment of anatomical factors such as calcification, which could have been a factor in an acute fabric tear. It is also it is possible that the stent strut expanded into the entry tear in an unsupported segment of the artery and allowed communication with the false lumen. The disturbances in blood flow due to the sudden radial expansion may have increased fabric porosity leading to contrast perfusion in the false lumen, but this could not be confirmed from the limited films available. A series of images were received from the account showing the delivery system and packaging labels. There is no deformation evident to the delivery system. The serial number stated on the shelf carton and pouch labels matched that reported by the account. The reported detachment in-vivo and endoleak could not be confirmed based on the photos received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: a series of images were received from the account showing the delivery system and packaging labels. There is no deformation evident to the delivery system. The serial number stated on the shelf carton and pouch labels matched that reported by the account. The reported detachment in-vivo and endoleak could not be confirmed based on the photos received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 400mm thoracic aortic dissection.  It was reported that during the procedure, after vamf3232c200te was deployed,  it was found that a section of the metal skeleton at the distal end of the stent protruded from the stent covering. After angiography, it was found that the protruding partof the metal skeleton was accompanied by a large amount of contrast agent leakage which was thought to be a type iii endoleak . The surgeon judged that the metal skeleton of the stent was detached from the covering due to a suturing problem. It was confirmed the procedure was performed in full accordance with the IFU. No intervention was performed for the iiib endoleak and detachment. Per the physician the metal skeleton of the stent had a quality problem during the stitching process which caused the metal stent to come of the covering.  No additional clinical sequalae were provided and the patient will be monitored.